Event description:
On (B)(6) 2011, the patient reported the up button of the infusion device does not respond. He stated the issue is intermittent and began "last winter." No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.